Manufacturer narrative:
Ts discussed a possible replacement suture sleeve which can be installed on the lead. It was recommended to use the replacement suture sleeve if it is observed that a suture sleeve comes off. Ts also discussed the performance of the lead and the out of range pacing impedances reported as well as possible discussion regarding the root cause of this issue. Finally ts discussed regarding the implant of the lead and requested some additional questions regarding how the helix was deployed. At this time the system remains implanted and on further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure after successfully implanting the right ventricular (rv) lead a sensing test was performed, but no pacing thresholds were obtained as the patient was in atrial fibrillation (af). When all the leads were implanted the physician wanted to fixate the leads with a suture sleeve but no suture sleeve was available. The physician had used a subclavian approach with a 9fr introducer and did not believe that the suture sleeve would have gone in the introducer or the subclavian vein after having taken the introducer out. Another repair kit was opened in order to use the silicone rubber sleeve in place of anchoring the suture sleeve. When connecting the rv lead to the device it was noted that the pacing impedance measurements were out of range. The rv lead was disconnected and reconnected to the device but the same measurements were seen. This lead and device remain implanted. No adverse patient effects were reported. Further review was requested from boston scientific technical services (ts) when it comes to this case.